Event description:
It was reported that during a bleph procedure, the staple was closed, and when the device was fired it jammed. The device would not open and had to be pryed off of lung tissue. Another same like device was used to complete the case. No pt consequence.